Event description:
The report indicated that during a cardiac ablation procedure of the left atrium with thermocool smarttouch sf catheter, the patient experienced low blood pressure/cardiac tamponade treated with drainage. Patients during an ablation procedure in the left atrium, the patient developed cardiac tamponade. The procedure was not completed because the patient had very low blood pressure and had to undergo cardiac drainage. Before the cardiac tamponade, there was 24 visitag ablations with a total ablation time of 9.07 minutes. No impedance spikes were observed, and no high temperature either. The ablation index was between 350 and 570 on all visitag ablations. The surgery was delayed 90 minutes due to the reported event. No device fragments were generated. Information received indicated that the physician¿s opinion on the cause of this adverse event was accidentally ablating near or in the left atrial appendage. The intervention provided was drainage system inserted in the pericardium, and the residual blood was drained. The outcome of the adverse event was improved. The patient required extended hospitalization because of extra observation time due to the overall condition of the patient, but also because of the drainage system, which was still inserted in the patient, when he left the cath lab. The patient is still hospitalized for now, but stable, the bleeding has stopped, and the drainage system has been removed. The procedural act (activated clotting time) was >300 seconds. Four catheter exchanges occurred during the procedure. One transseptal puncture site was performed during the procedure. The number of rf (radiofrequency) ablations performed was 24 with ablations around the lipv (left interior pulmonary vein) and lspv (left superior pulmonary vein), and mainly on the lower posterior wall, and on the ridge (12 rf ablations on ridge). The force sensing ablation catheter used was smart touch sf with force visualization features used were graph, dashboard, vector, and visitag. The parameters for stability used were location stability; maximum distance change: 5 mm, minimum time: 3 seconds. The force over-time 25% with minimum force: 3 grams. The color options used prospectively were tag index with coloring thresholds; low 350, high 550, tag size: 3 mm, respiration adjustment enabled.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 21-jul-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. The report indicated that during a cardiac ablation procedure of the left atrium with thermocool smarttouch sf catheter, the patient experienced low blood pressure/cardiac tamponade treated with drainage. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31599872l and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the adverse event remains unknown. The physician¿s opinion on the cause of this adverse event was accidentally ablating near or in the left atrial appendage. The instruction for use (IFU) contains the following warning and precautions: when using the catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).